Event description:
It was reported that an o-ring was on the pneumatic tap. Additional information was not received. The customer declined further troubleshooting from tandem technical support. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.